Event description:
During a shoulder procedure the tip of instrument has broken off into the bone. Surgeon felt it would do more damage to try and retrieve the broken piece due to how deep the tip is in bone. Surgeon decided to leave piece in bone. He also reported no pt injury as a result of event. This device is used for treatment.